Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via insulin pump and manual syringe. Customer advised they had a tiny air bubble. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer declined to further troubleshoot and advised they did not do the complete fill tubing process. Customer advised they only completed the fill cannula process.